Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the desktop charger (dtc) connector pin started to bend and finally broke the day prior to the report. The patient stated they were in pain in their back and it was going further up their back. The patient stated they were unable to charge their device to check the settings. A replacement dtc was sent. No further complications were reported/expected.